Manufacturer narrative:
(B)(4). Evaluation, results: patient vessel morphology (90% tortuosity). Patient vessel morphology (90% tortuosity).

Event description:
Cine image review: the procedural images confirmed the tortuous nature of the vessel from the left main into the lcx and also in the mid lcx where there was a tortuous bend. A stent was successfully deployed in the proximal vessel. There were no images provided showing the unsuccessful delivery and stent deformation of the endeavor sprint rx device. Subsequent images showed the successful delivery and deployment of a stent in the om1.

Manufacturer narrative:
Inherent risk of procedure (failure to deliver stent and stent deformation). (B)(4).

Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted during the index procedure; one in the proximal lad and one in the 2nd obtuse marginal. It is reported that the physician was also unsuccessful in an attempted to implant another endeavor sprint rx drug-eluting stent in the 2nd om. It is reported that the unsuccessful delivery of the stent system was due to the stent breaking due to friction caused by high tortuosity. It is reported that the stent was retrieved successfully. Lesion exhibited mild calcification, 90% tortuosity, 80% stenosis and was predilated before stent implant. Patient was asymptomatic / free of symptoms at 30 day, 6 month, 1 year, 1.5 year, 2 year and 2.5 year follow ups. A pci revascularization was carried out approximately 2 years and 8 months post index procedure. Two endeavor sprint rx stents were implanted; one in the proximal rca and one in the mid lad. Patient was asymptomatic / free of symptoms at 3 year follow up.